Event description:
Information received indicates that after six months implant duration, the valve was explanted due to high gradients. The valve was replaced with no additional patient complication reported.

Manufacturer narrative:
H3 analysis: the gross analysis shows the reported high gradient was due to thrombus attached to the outflow of the leaflets and possibly due to pannus outgrowth is seen to extend 2-mm onto the non-coronary cusp on the inflow and to a lesser extent onto the left and non-coronary cusps ont he outflow. Product inspection shows the valve leaflets are intact. An exact cause for the pannus seen on the returned product is unknown, but it can be related to certain patient factors. Radiography shows no evidence of mineralization in the valve. Review of the device history record shows the device met all manufacturing specifications for product released to distribution. Conclusion: findings from product analysis confirm the reason for device retrieval; an exact cause is unknown for the thrombus and pannus seen on the returned valve.